Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. A most likely cause of this event is failure to follow the post-op rehab protocol and as stated in the event description,"the patient reported a very slight incident of twisting his ankle." The directions for use (dfu-0147) states that: postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that the original case was on (B)(6) 2014 at the surgery center. The patient had an ankle procedure, the case went well and the syndesmosis was reduced and stressed. The surgeon was very happy with the repair. Within five days it had failed, and the correction was lost. The surgeon stated that the patient reported a very slight incident of twisting his ankle and truly believed that it was nothing major that should have impacted anything. On (B)(6) 2014 at a different surgery center, the patient was revised and it was found that the knotless tightrope was completely loose. The surgeon was able to pull the lateral button four or five millimeters off the bone. As far as he could tell, the construct had not broken but had slipped. He then removed the tightrope on the lateral side and inserted two syndesmotic screws across the mortise. There have been no further incidents reported related to this incident. Patient is believed to be doing fine to date.